Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported through company representative "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: a4, b3, b5, d1, d2a, d2b, d3, d4, d6a, g1, g2, g4, h4, h6, h11.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.